Manufacturer narrative:
The sample is available for evaluation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The catheter was inserted into the patient's left arm on (B)(6) 2011 and secured with micropore tape. As the needle was removed, it was observed that the catheter appeared to have broken away from the plastic adapter. The patient was taken to theatre, where the catheter was not visualized. There was no harm to the patient as a result of the incident.